Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 6.5 years to 3.5 years in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; power consumption is about 35 uw, however this device is consuming 52 uw and the power consumption is expected to continue to increase. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 6.5 years to 3.5 years in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; power consumption is about 35 uw, however this device is consuming 52 uw and the power consumption is expected to continue to increase. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 6.5 years to 3.5 years in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; power consumption is about 35 uw, however this device is consuming 52 uw and the power consumption is expected to continue to increase. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information was obtained, the device was explanted and replaced. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.